Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose at the time of incidence was 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported event. It was unknown that customer was using automode feature at time of incidence or not. Customer stated that there was issue in between the reservoir and infusion set. The insulin pump will not be returned for analysis.